Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy full-height drawer failed to stay as closed and the magnet was missing from the inseparable. A field service engineer (fse) did not have the newer type inseparables, so reinserted the magnet into the existing inseparable clamp and secured it using pliers. The system was rebooted, and functionality was verified. The application was launched, and the drawer was successfully recovered to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the system full height drawer 3 could not be recovered. The system displayed the error message ¿failed to stay closed,¿ and the drawer could not be opened for recovery. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.